Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. An alert was noted for high thresholds on the right ventricular (rv) lead for three consecutive days. The lead remains in use. No further patient complications have been reported as a result of this event.